Event description:
The customer reported that a patient's blood pressure dropped to "50" (presumed to mean 50 mmhg systolic) when the pcu shut down during an infusion of levophed. The customer stated that although the pcu was plugged in, it alarmed for battery error and then shut down. The infusion was restarted on a different pc unit and the patient's blood pressure returned to baseline. There was no report of lasting patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product or event logs were returned for evaluation. The report that the pcu alarmed for battery error and then shut down could not be confirmed. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.